Event description:
It was reported that the b button on the insulin pump had a bad response. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump powered up properly after battery installation however, the display fades out after pressing any button due to short at the lcd driver board. Unable to perform the displacement test or verify unresponsive button/keypad however, found moisture damage to the keypad traces during visual inspection. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.